Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event description: as reported, four ngage nitinol stone extractors would not open or close. All of the devices were tested prior to patient contact. One of the devices would not open or close when tested and three of the devices functioned properly during testing, outside the patient, but once the device was placed inside the patient it would not open or close. The procedure was completed with a laser. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures were conducted. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances. A review of complaint history records shows nine other related complaints associated with the reported device lot. Although multiple complaints for multiple devices have been reported, the product specification was reviewed, and all extractors are verified to assure the basket opens and closes properly during manufacturing and at subsequent quality inspections. All devices from the lot that were shipped passed the multiple functional checks. The information provided upon review of complaint file, device history record, complaint history, and quality control documents does not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. The cause for the issue has not yet been determined. It is likely that the issue is with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address: postal code: 2501, occupation: buyer, PMA/510k #¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, four ngage nitinol stone extractors would not open or close. All of the devices were tested prior to patient contact. One of the devices would not open or close when tested and three of the device functioned properly during testing, outside the patient, but once the device was placed inside the patient it would not open or close. The procedure was completed with a laser. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.